Manufacturer narrative:
This report is submitted on november 27, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced skin overgrowth at the implant site and was subsequently treated with injectable steroids. Following treatment, symptoms were reported to have resolved. The dates and duration of treatment were not reported.